Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported the patient was still hurting from the procedure. Additional information from the patient on (B)(6) reported their back was hurting. The patient stated they thought their kidneys may be shutting down. The patient was encouraged to consult with their healthcare professional (hcp). It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.